Event description:
Very low glucose readings, nocturnal hypoglycemia alarms, inaccurate low readings during day and night, erratic readings. Sensor expired mid-use.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.